Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery gauge remained static despite being plugged in and charging for an extended period of time. Reportedly, the issue persisted despite using multiple usb cables and wall adapters. There was no adverse impact to the customer's blood glucose. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged issue could not be verified due to a different issue that was identified.